Manufacturer narrative:
According to the facility, on 8/12 "the indwelling urinary catheter placed in 87 year old male patient. Upon entrance into the bladder, urine stream was noted to be spraying out of a previously not visible pinhole in the catheter itself. It was discovered upon insertion of the catheter. There was no injuries. The foley was removed and needed to be replaced with a new product immediately upon noting the problem. No injuries occurred from the event, although it was distressing for the patient to have a second insertion procedure immediately after the first". It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility, on 8/12 "the indwelling urinary catheter placed in 87 year old male patient. Upon entrance into the bladder, urine stream was noted to be spraying out of a previously not visible pinhole in the catheter itself."